Event description:
It was reported while using bd vacutainer® k2e 7.2mg plus blood collection tubes, an unspecified number of tubes were leaking from the closure. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photograph and 25 samples for investigation. The evaluation of the photograph showed blood in the stopper/cap assembly. Of the returned samples, 10 were used for functional tests, utilizing bd multi-sample needles and bd single-use holders. The samples drew satisfactorily, and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: blood pooling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.